Event description:
It was reported that the pulse generator exhibited back-up mode. An attempt to reset the device failed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the device as received to be in backup vvi mode. The product code was successfully downloaded and normal device function ensued. The backup vvi mode did not recur. Consequently, the cause of the backup vvi could not be determined.